Event description:
A contact of a peritoneal dialysis (pd) patient contacted fresenius technical support to report a fluid leak during treatment while using the liberty select cycler. Fluid was not discovered in the pump module area. Fluid was discovered on the external of the cassette and was observed leaking from the cassette door. The m31 air detected in cassette warning occurred prior to the leak. It is unknown at which point in therapy the leak may have begun. The cause of the leak is unknown. Upon followup the patient¿s peritoneal dialysis registered nurse (pdrn) confirmed the reported event of fluid discovered on the external of the cassette and leaking from the cassette door. The pdrn stated the patient did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The pdrn stated that the patient was able to re-setup with new supplies and complete treatment using the cycler. The pdrn confirmed the patient has continued using the cycler for their pd treatment without issue since. The pdrn confirmed that the cycler set was discarded and not available to be returned to the manufacturer for physical evaluation. No defect or damage to the cycler set cassette was noted upon removing it from the cycler.

Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation determines that there was no causal relationship between the objective evidence and the alleged event; the alleged event is not confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A contact of a peritoneal dialysis (pd) patient contacted fresenius technical support to report a fluid leak during treatment while using the liberty select cycler. Fluid was not discovered in the pump module area. Fluid was discovered on the external of the cassette and was observed leaking from the cassette door. The m31 air detected in cassette warning occurred prior to the leak. It is unknown at which point in therapy the leak may have begun. The cause of the leak is unknown. Upon followup the patient¿s peritoneal dialysis registered nurse (pdrn) confirmed the reported event. The pdrn stated the patient did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The pdrn stated that the patient was able to re-setup with new supplies and complete treatment using the cycler. The pdrn confirmed the patient has continued using the cycler for their pd treatment without issue since. The pdrn confirmed that the cycler set was discarded and not available to be returned to the manufacturer for physical evaluation. No defect or damage to the cycler set cassette was noted upon removing it from the cycler.

Manufacturer narrative:
Additional information: d9, h3 plant investigation: the actual device was returned to the manufacturer for physical evaluation. Visual inspection of the returned cycler exterior showed no signs of physical damage. There were visual indications of dried fluid within the cassette compartment on the pump door and on the top cover. There was a visual indication of particulates around the catch post area and within cassette compartment. There were no burrs or sharp edges in the cassette area that may have punctured a cassette membrane. A post- accelerated stress test simulated treatment was performed and completed without any failures or problems. No fluid leaks in test cassette during test. An accelerated stress test was performed and there were no issues encountered. No fluid leaks in test cassette during test. System air leak test passed. Valve actuation test passed. Patient sensor pressure calibration check passed. There were visual indications of dried fluid found in between of the pump assembly and display assembly during internal inspection. There were visual indications of dried fluid within the recess of the bottom cover adjacent to the pump during internal inspection. The cause of the observed dried fluid could not be determined. Mushroom heads check passed. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, there were no malfunctions that could have caused or contributed to the reported fluid leak event. The cycler performed as designed and an associated cause could not be determined.

Event description:
A contact of a peritoneal dialysis (pd) patient contacted fresenius technical support to report a fluid leak during treatment while using the liberty select cycler. Fluid was not discovered in the pump module area. Fluid was discovered on the external of the cassette and was observed leaking from the cassette door. The m31 air detected in cassette warning occurred prior to the leak. It is unknown at which point in therapy the leak may have begun. The cause of the leak is unknown. Upon followup the patient¿s peritoneal dialysis registered nurse (pdrn) confirmed the reported event of fluid discovered on the external of the cassette and leaking from the cassette door. The pdrn stated the patient did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The pdrn stated that the patient was able to re-setup with new supplies and complete treatment using the cycler. The pdrn confirmed the patient has continued using the cycler for their pd treatment without issue since. The pdrn confirmed that the cycler set was discarded and not available to be returned to the manufacturer for physical evaluation. No defect or damage to the cycler set cassette was noted upon removing it from the cycler.